Event description:
The hospital reported that after the initial surgery, during x-ray, it was noticed that the shunt was left in the chest. In 2007, the chest was opened, and the shunt was removed. There was no other pt effect reported by the hosp. There was no malfunction reported by the hosp.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.